Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.

Event description:
Breakage/rupture occurred in a pt that had been using the catheter for more than 20 days. During the dressing change the catheter broke.